Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device was not completing a boot up cycle when powered on. The customer indicated that after cycling power four (4) times during this process, the device then exhibited normal operation. This was reported as an intermittent device failure. There was no patient use associated with the reported failure.